Manufacturer narrative:
(B)(4). Device evaluated by MFR.: there was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded indicating the balloon was subjected to positive (inflation) pressure. Microscopic examination of the balloon and catheter revealed a hole in the exit notch of the outer shaft with scratches and damage to the exit notch 34cm from the distal tip. Inspection of the remainder of the device presented no damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp); however, water leaked from the hole in the exit notch and the balloon would not inflate. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty, crossing difficulties were encountered. Vascular access was obtained via right inguinal artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. A 6f non-bsc introducer sheath followed by a non-bsc guidewire was advanced to the target lesion. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced into the lesion following the insertion of a guide wire but the balloon catheter failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft hole/perforation and shaft damage.